Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a lost sensor alert. After troubleshooting, customer reported that insulin pump was communicating with transmitter. During troubleshooting, it was found that customer received a radio frequency pic failed self test. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed during self-test, lost sensor alarm and was unable to down load carelink pro due to faulty remote frequency. No unexpected blood glucose meter now, sensor error, calibration error or weak signal alarms noted during testing. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.